Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated, based on the reported info. See scanned page.

Event description:
The reporter stated that device's cerebral blood flow values appeared to be erroneous. The pt was prepared for transportation of a nuclear medicine scan to measure cerebral perfusion. When the nurse went to disconnect the device from the monitor, he noticed that the round connector felt a little loose. On returning from the scan, the wires had come completely out of the plastic housing. When the device was connected to the monitor, no data was transferred; no future reading could be obtained from this probe. A new probe was opened and placed in the pt.